Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor gold. Unable to perform occlusion and excessive no delivery tests due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, self test and a21 error tests. All operating currents are within specification. Off no power alarm functions properly. The insulin pump has broken reservoir tube lip, minor scratched display window, cracked window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/a33 test due to faulty fsr (gold).unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had broken reservoir tube lip, minor scratched display window, cracked window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and scratched reservoir tube window. The motor was tested outside of the device and passed.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level of mg/dl. It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 20 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.